Manufacturer narrative:
At this time, no product has been received for evaluation. The customer informed us that the product is being held indefinitely by their pathology department for legal purposes. A definitive root cause could not be determined without the return of the sample and without a lot number. However, the filter may have partially fractured during prior attempts at removal. The fracture and embolization of the leg during the procedure likely occurred due to the additional stress placed on the filter when retrieval was attempted by the forceps removal. As there is no proof to conclude the filter fractured within the patient, it is most likely to have fractured due to excessive forces exerted on the support legs during multiple retrieval attempts.

Event description:
Option ivc filter found to be fractured. Fractured limb still attached to filter; however, detached during removal and required foreign body retrieval from pulmonary artery. The fractured leg was in the left renal vein. Patient had 2 prior attempts at removal on (B)(6) 20. Filter and fragment were removed successfully (forceps used for retrieval of filter and snare used for retrieval of embolized fragment).